Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that the customer noticed the cassette housing was already locked. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection of the sample and provided image were performed. Visual inspection confirmed occurrence of the reported problem. The root cause of the reported problem was manufacturing procedure not being followed. An awareness notification was made to production personnel to prevent reoccurrence of this event. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-07099. The report was submitted in error.